Event description:
It was reported that the 9900 system locked up during a procedure and the collimator closed down completely. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function circuit board was replaced. The system was tested and found to be working as intended and placed back into service.